Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites.  A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag almost 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used with a patient. The root cause was determined to be defective pressure sensors due to insufficient temperature resistance. The ventilator was replaced. The issues with the sensors were solved. There was a potential harm to the patient with desaturation (exact amount and duration is however unknown). After ventilator replacement, the saturation of the patient came back to 100%. It can be neither confirmed nor excluded that the ventilators failure to meet specifications lead to the desaturation of the patient. It is indicated that the covid patient died later when this patient was no longer connected to the hamilton-g5 device. Causality between the death of the patient and the issue was not established.

Event description:
During ventilation with spont mode for a covid-19 patient, 'disconnection on patient side/ventilator side' and 'vt low' appeared. Then, dynamic lung on the screen didn't move. Spo2 decreased. Therefore, the hospital staff replaced the g5 with another ventilator. After that, he tried the flow sensor calibration and the tightness test. Both of them were failed.